Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed the b1 tip stuck in the up position. The fe replaced the tip clamp and 2 pole cable. The fe verified the repair by running splld test and test run. Repairs have returned this instrument to expected operation.